Event description:
The physician intended to use an endeavor resolute rx drug eluting stent to treat an occluded lesion in the proximal of the rca. The device was prepped prior to use with no issues noted. The lesion was pre-dilated, but the device could not cross the lesion. The physician used a new device, same model, to complete the surgery. No patient complications reported. The device was returned to the manufacturing site and analysis revealed damage to the stent. Evaluation summary the hypotube was kinked. The distal tip was frayed. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 5th and 6th proximal segments are deformed, the 4th and 5th distal segments are flattened, the 9th and 10th distal segments have raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results,conclusion: stent deformation, occluded lesion. (B)(4).